Event description:
It was reported the bronchovideoscope exhibited error code e226 (scope communication error) and no image. The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; the scope connector had liquid invasion; and light guide tube had scratches. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (22) years since the subject device was manufactured. Based on the results of the investigation, the root cause cannot be identified, but it is presumed that the events occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.